Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt feels stimulation in her stomach. X-rays revealed the implanted lead had been pulled out slightly from the header. The pt has not reported any falls or other injuries. A surgical intervention to reconnect the lead is pending. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.